Event description:
The report from the field indicated that during a coronary stenting procedure a strange light green fluid came back into ideflator after deployment of the cypher stent. There was no difficulty delivering, inflating or deflating the stent. There was no evidence of balloon rupture or puncture. The procedure was completed without incident to the pt. The product used in this case was discarded by the account and will not be returned for analysis and testing.